Manufacturer narrative:
Per the use error: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the healthcare provider input the inaccurate time due to user error. Tandem technical support assisted the customer with successfully adjusting the pump time. Blood glucose was 341 mg/dl.